Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the right atrial (ra) lead continued to exhibit oversensing of noise even after reprogramming the sensitivity. The noise was able to be reproduced during an in clinic visit when the patient performed the maneuver of hugging himself. The physician believes the ra lead is fractured. The lead was reprogrammed to unipolar configuration and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no objective evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
This report is being filed to update the conclusion code and manufacturer narrative.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for the pacemaker and right atrial (ra) lead due to high out of range pacing impedance measurements of greater than 3000 ohms. It was noted that the lead safety switch (lss) was triggered due to the high impedance measurements which changed the lead to unipolar configuration. The patient was brought into the clinic where the high out of range impedance measurements were replicated and high threshold measurements of 4 volts (v) were also observed in bipolar configuration. Unipolar readings showed intrinsic amplitude at 2.9 millivolts (mv), impedance measurements at 614 ohms and threshold measurements of 1.1 volts. The patient is paced 81 percent in the right atrium. Oversensing of noise that led to pacing inhibition with greater than two seconds of asystole was also seen on the atrial channel. Isometrics were performed which reproduced the noise. The ra sensitivity was programmed to 2.5 mv and outputs set to 2.2 v. The patient was asked to schedule a follow-up appointment in two months. At this time the pacemaker and ra lead remain in service and no adverse patient effects were reported.